Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a mixing pump failure. A DHR is not required as this is not an out-of-box failure. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displays error 113 (reduced water temperature control) on the screen and it cannot be used. Per follow up information received via email on 05apr2024,the device hasn¿t repaired yet. Issue would be fixed onsite. Mixing pump will be replaced. No patient impact reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displays error 113 (reduced water temperature control) on the screen and it cannot be used. Per follow up information received via email on 05apr2024,the device hasn¿t repaired yet. Issue would be fixed onsite. Mixing pump will be replaced. No patient impact reported.